Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was currently in the emergency room due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 412 mg/dl. Blood glucose level at the time of the call was 381 mg/dl. The customer reported that the insulin pump had five no delivery alarms, beginning the day before the incident. The customer declined all troubleshooting and requested that the device be replaced. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.